Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The reported complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be charred and partially split in cross direction with exposing metal. The device was also attached to the test usg-400/esg-400 and failed the probe check. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe unit detached. The missing portion of the probe was not returned for evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed during an unspecified procedure, the jaw broke off the device. It is unknown if the device fell into the patient. There was no bleeding reported. It is unknown if the intended procedure was completed. There was no patient injury reported.